Manufacturer narrative:
(B)(4). Date sent: 05/09/2023. Additional information was requested, and the following was received: what were the indications for surgery? Cecal volvulus. What surgical procedure was performed? Cecetomy/small bowel resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What color reloads were used and what was the sequence of the firings? Blue. What anatomical structures was the device fired on? Small bowel&cecum were other stapling or suturing devices used when creating the anastomosis? None. That were communicated. How was the common opening closed? Tx. Were there any issues experienced with the device in the initial surgical procedure? None that were communicated. Was the device difficult to assemble/close? None that was communicated. Was the device difficult to fire; was the force to fire higher than expected? None that were communicated. How was the integrity of the anastomosis checked intraoperatively? Visual inspection and no bleeding occurred at that time as was communicated. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. None that were communicated. Were there any signs of tissue ischemia or necrosis? Unknown. How was the post-op bleeding identified? Patient bleeding rectally. How many days postoperative was the bleeding identified? Day 1/ within a few hours. What was the total estimated blood loss (ml)? 3 units. Was a transfusion required? Yes. How was the bleeding addressed? Re-op. What was observed at the site during the re-operation? No active bleeding. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Stated intraluminal, however no active bleeding was found during re-op. What is the current status of the patient? Patient released from hospital.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was observed at the site during the re-operation? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-op to the open cecectomy with bowel anastomosis procedure using the linear cutter blue. No bleeding noticed intraop. While on floor patient was bleeding via rectum and needed three units of blood. Patient required reop where no bleeding site was found. Oversewed staple line. Patient doing better. Surgeons believe came from staple line was cause of intralumenal bleeding.